Event description:
According to the customer's medwatch report, the ligasure impact was not adequately sealing tissues. It required 2-3 activations to work. It was replaced with another device and continued with the procedure without further incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regards to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.